Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor pump error alarm twice. The customer's blood glucose level was 107 mg/dl and 200 mg/dl. The customer was assisted with troubleshooting. It was reported that the insulin pump alarm history indicated more than one motor error alarm within a 30 day period. The drive support cap was reported to be normal or slightly indented. The device will be returned for analysis.